Manufacturer narrative:
(B)(4). The homechoice device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported difficulty could not be determined. Based on the information obtained during baxter's investigation, this incident was determined to be related to insufficient drain and use error: inappropriate bypass of the initial drain. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) reported that a home patient (hp) drained 3050ml in a manual drain after having a last fill volume (lfv) of 1900ml on the cycler. The hp's largest prescribed fill volume was 1900ml. This meets increased intra-peritoneal volume criteria. The cg had bypassed the initial drain when the initial drain volume was 52ml. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the peritoneal dialysis registered nurse (pd rn) on 23jun2010. The pd rn stated that the hp had not reported any symptoms. The hp has a fill volume of 1900ml for all cycles on the cycler and does a manual day fill of 1500ml. The hp has a last fill of 1900ml, drains the fluid manually during the day, and fills with 1500ml, before draining in the initial drain. The pd rn refused a swap of the device and would watch for any further incidents. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). A swap of the device was refused. The device is still in use.